Event description:
Information received from iis 2023-001 indicates the following: other mechanical failure (pseudocapsule and recurrent effusion). All components removed. Right knee.

Manufacturer narrative:
The following devices were also listed in this report: gmrs dist fem comp std r 65mm; cat# 64952040; lot# unknown mrh xs/s/m long xover; cat# 64812103; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience